Manufacturer narrative:
Additional narrative: correction: the concomitant devices were inadvertently missed in the initial report and have been added accordingly. During a subsequent follow-up with the reporter, additional information was obtained. The reporter clarified that the event occurred on (B)(6) 2017. The date of event and concomitant therapy dates have been updated accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 2 of 4 for the same event. It was reported from japan that the craniotome device became extremely hot when turned on. It was further reported that the device could not be used. It was reported that the device was used together with the motor device, attachment device and the adjustable drill guide device. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.